Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Another medwatch was created for this issue under MFR # 1818910-2020-26844 with johnson & johnson. This medwatch was voided due to being under the incorrect reporting responsibility. Product was discarded.

Event description:
It was reported that a surgery was delayed by 3 minutes when a small piece of broken drill bit was left in patient. The surgeon tried to remove the piece but was unsuccessful. The procedure was successfully completed. Fragments were not generated. It took about 2 more x-rays to locate the small fragment of drill bit. Surgeon tried to retrieve it, but was unsuccessful.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.